Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink was confirmed. Additionally a radial tear in the balloon and in the inner member at the same location as the kink was noted. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for kink reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 2.50x15 mm trek rx balloon catheter shaft was found to be kinked after opening the package prior to use. There was no resistance felt during removal of the protective sheath from the balloon. The device was not used on the patient. A new balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided. Device analysis revealed a radial tear in the balloon and in the inner member at the location of the kink.